Event description:
It was reported that the suture and anchor of the twinfix ultrabraid device became separated during a bankart repair procedure. All material was removed from the surgical field, and a backup device of the same model was used to complete the procedure. A delay of less than 30 minutes was reported. No patient injury or complications were reported.

Manufacturer narrative:
The returned device is used. The anchor was returned but freed from the device shaft. There is no bow or damage to the insertion shaft. The hex is undamaged. There were no sutures returned. Under magnification it is clear that there is damage to the anchor. There are surface gouges on the upper threads. The eyelet has been distorted and most of the structure is absent. Details do not convey if the IFU recommendations for site prep were followed. The few details included do indicate that some insertion recommendations were used. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required.